Event description:
Complainant alleged that the medics were attempting to monitor an 89 y/o female patient, but the device screen displayed an "status 82" error message on the display screen and then the device shut off. The medics were able to obtain another device to successfully monitor the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.